Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: h6: investigations findings: upon further review of the complaint investigation, it was determined that the device also exhibited vibration. It was noted that the device had damaged hose, no red line, loose set screw, rotated safely, insufficient rotation speed, abnormal noise, vibration and oil leak (swivel part).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device leaked liquid, produced excessive noise and ran in a locked position, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. (B)(4)

Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device had a worn bearing, hose damage(excluding rupture), was loose, device ran in locked position, had insufficient/low power, produced excessive noise, leaked liquid and had cosmetic damage. It was further determined that the device failed pretest for visual assessment, hose assessment, muffler tube assessment, loctite assessment, safety assessment, noise assessment, rotational speed assessment and oil leak assessment. It was noted in the service order that the device had hose damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.